Manufacturer narrative:
(B)(4). S/w version = 2.10h. Retainer ring = clear. Customer returned pump for alleged pump error 15 and pump error 4 found on (B)(6) 2021. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, dat test at 0.08660 inches and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Successfully downloaded history files and traces using thus. Pump error 15 alarm (file number: 30, line number: 213) confirmed in the history file (B)(6) 2021 08:38:08 due to a software error. Pump error 4 (line number 2725 file number 32010) alarms on (B)(6) 2021 17:47:28. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, overlay scratched, damaged display window cover, cracked case, cracked case (battery tube), battery tube threads - cracked, label damage, cracked retainer, and cracked reservoir tube lip. Confirmed pump error 15 alarm (file number: 30, line number: 213) esf#-nan due to software error. Pump error 4 (line number 2725, file number 32010) alarms confirmed in the pump history/trace files on (B)(6) 2021 17:47:28. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.